Event description:
It was reported to philips that tempus pro has been acting erratically, changing screens and locking on its own. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.